Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy, for the 8th firing of the functional end-to-end anastomosis of esophagus and jejunum, at the closure of entry hole, the surgeon started firing the device, however the firing was stopped on the halfway. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
Based on the additional information received this event is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy, for the 8th firing of the functional end-to-end anastomosis of esophagus and jejunum, at the closure of entry hole, the surgeon started firing the device, however the firing was stopped on the halfway. The procedure was completed with new reload. The status of the patient is no problem.